Event description:
Customer reports one incident of a blood leak on a new dialyzer at the onset of treatment. Noted by visible blood in the dialysate. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.